Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon implanted a 19.0 diopter zcb00 intraocular lens (iol) into the left eye of a post rk (radial keratotomy) with irregular astigmatism. The surgeon noted an unexpected post op refractive surprise and an iol exchange was performed. The explanted lens was replaced with another zcb00 intraocular lens of a higher diopter (24.0). There was no patient post-op injury, no incision enlargement, no vitrectomy and no sutures were required. The patient's pre and post manual (keratometry) k's taken by referring optom. The iol master shows al (axial length) 28.38 and preop k's. Pre-op k 37 at 175 38.75 at 085. Pre-op rx -2.25-1.75 * 156. Post op k 36 at 004 38.5 at 094. Post rx +3.75 -1.50 * 155. Also noted was the patient was told before first surgery would wear glasses fulltime after cataract surgery and multiple times since.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.